Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5, h6 (patient code and device codes).

Event description:
It was reported by the customer that autofiil failure was displayed on the cardiosave intra-aortic balloon pump (iabp). In addition, the safety disk was contaminated with blood. There was no adverse patient event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes).

Event description:
It was reported by the customer that auto fail failure was displayed in the cardiosave intra-aortic balloon pump (iabp). In addition, the safety disk was contaminated with blood. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that autofill problem was caused by a blood-back condition. The blood was contained to the pim module. The stm replaced pim module. See complaint # (B)(4). The stm performed complete calibration and check-out. In addition, the stm advised to the customer that the batteries will require replacement soon. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that auto fail failure was displayed in the cardiosave intra-aortic balloon pump (iabp). In addition, the safety disk was contaminated with blood. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.